Manufacturer narrative:
A 13-month complaint history review and service history review for similar complaints was performed for the serial (B)(4), from 14-jul-2017 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The st aia-pack prog ii analyte application manual states the following: specimen collection and handling: serum or heparinized plasma is required for the assay. Edta and citrated plasma should not be used. When using serum, a venous blood sample is collected aseptically without additives. Store at 18-25 °c until a clot has formed (usually 15-45 minutes), then centrifuge to obtain the serum specimen for assay. When using heparinized plasma, a venous blood sample is collected aseptically with designated additive. Centrifuge and separate plasma from the packed cells as soon as possible. Inadequate centrifugation or the presence of fibrin or particulate matter in the sample may cause an erroneous result. Samples containing inhibitors of alkaline phosphatase may cause erroneous results. Inspect all samples for air bubbles and foaming. Remove any air bubbles prior to assay. Specimen types should not be used interchangeably during serial monitoring of an individual patient. Measured concentrations may vary slightly between sample types in certain patients. Samples may be stored at 2-8 °c for up to 7 days prior to analysis. If the analysis cannot be done within 7 days, the sample should be stored frozen at -20 °c or below for up to 60 days. Repeated freeze-thaw cycles should be avoided. Turbid serum samples or samples containing particulate matter should be centrifuged prior to testing. Prior to assay, bring frozen samples to 18-25 °c slowly and mix gently. The sample required for analysis is 75 ul. Limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Expected values: each laboratory should determine a reference interval which corresponds to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient. The most probable cause of the reported event could not be determined. The aia-360 instrument is operating as intended. Additionally, the methodology used at (B)(6) to run the subject prog ii patient sample is not known. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
A customer reported that progesterone ii (prog ii) results on two (2) patient samples read slightly higher on the aia-360 instrument in comparison to (B)(6) (refer to uf/importer report (B)(4)). A prog ii patient sample obtained a result of 1.8 ng/ml with the aia-360 instrument and 0.4 ng/ml at (B)(6) (methodology unknown). A week later the same patient sample for prog ii obtained a result of 1.28 ng/ml with the aia-360 instrument and 0.4 ng/ml at (B)(6). The customer reported that the subject sample was sent out to (B)(6) for verification because a prog ii result of <1.0 was expected on this patient. Quality controls were within acceptable range. The customer reported that samples are drawn on a serum separated tube (sst), clotted for 15 minutes and spun for 10 minutes, stored and sent on gel. The patient was not taking dhea supplement. The customer reference range for a female follicular phase for tosoh's prog ii is <2.05 ng/ml and the reference range for (B)(6) is 0.1 - 0.9 ng/ml, which is about half of tosoh's range. The technical support specialist (tss) discussed with the customer that the test is not standardized and different methodologies may have difference reference ranges. The tss discussed switching to the new progesterone iii reagent. Lastly, the customer was advised to separate the serum from the sst gel to store the sample. The reported event did not cause any risk to the patient or resulted in any change in patient treatment.